Manufacturer narrative:
The patient's demographics such as age, date of birth, gender and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found a reagent pipettor was dripping. A dripping pipettor is consistent with the error messages posted to the event log and has the potential to generate erroneous patient results due to dilution of the reagent being delivered for an assay. The fse replaced a fitting and tubing between the reagent pipettor and reagent pump which corrected the dripping pipettor. Fse successfully verified the performance of the instrument after hardware parts replacement. It is unknown if either the fitting or tubing was a sole contributor to the event with the information supplied. In conclusion, replacement of reagent pipettor fitting and tubing corrected the dripping reagent pipettor issue which was identified as the cause of this event.

Event description:
The customer reported obtaining reagent pipettor detects sample at unexpected height, reagent dispense pressure and ultrasonic level sense errors posted to the event log on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed patient samples on an alternate unicel dxi access immunoassay system (serial number not provided) that were run during the time they were receiving the instrument error messages and received different results for several different assays-please see attached patient data table for assays and results. Information was not supplied to the number of patients involved with the event. It is unknown if any of the original results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and quality control (qc) were within specification prior to the event. Qc was not run immediately following the event. The patient samples were collected in serum separator tubes. The customer stated the samples were centrifuged per tube manufacturer's specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.